Event description:
This ICD tripped inappropriate eri. Cause of inappropriate eri is unknown. Device was reset and device is back to appropriate eri. Device remains implanted.

Manufacturer narrative:
On (B)(6) 2016 - device tripped eri again reported on home monitoring. Patient will be brought into office for evaluation/reset as needed. The device remains implanted. On (B)(6) 2016 - the device was reset, reprogrammed, and follow-up performed. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On (B)(6) 2016 - device tripped eri again reported on home monitoring. Patient will be brought into office for evaluation/reset as needed. The device remains implanted. On (B)(6) 2016 - the device was reset, reprogrammed, and follow-up performed. On (B)(6) 2016 - this device was explanted on (B)(6) 2016.

Manufacturer narrative:
Upon receipt, the interrogation of the implantable cardioverter defibrillator revealed the battery status eri. The device was implanted for 46 months and 8 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. This inconsistency led to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage, as well as the overall current consumption of the electrical module, was directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly of the battery revealed that an increased internal self depletion within the battery led to the clinical observation. In conclusion, the device was implanted for 49 months. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the ICD were entirely available while the device was implanted and in service.